Event description:
The customer alleged while the vent was operating on a pt, a high pressure condition was met and the visible alarm activated, however the audible alarm did not activate. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. No pt harm was verified by the hospital staff. The unit passed extended self testing. The audible alarm assembly was replaced as a precautionary measure. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.